Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis. The reported issues could not be confirmed. Based on historical data, stent fractures and/or calcification and/ or cuspal tears can lead to stenosis, valve insufficiency and high gradients. Without the return of the device, a conclusive root cause cannot be determined. (B)(4).

Manufacturer narrative:
Product analysis: the device will not be returned for analysis. The customer discarded the device at the hospital. Conclusion: the device history review and investigation is in progress and when the review is complete a supplemental report will be submitted. (B)(4). (B)(6).

Event description:
Medtronic received information that 30 months post implant of this transcatheter bioprosthetic valve (B)(4) and 9 years post implant of this pulmonary valved conduit (B)(4), the patient presented with chest pain moderate right ventricular outflow tract obstruction, possibly due to fractured stent, stenosis, insufficiency of the valve, and calcification, cuspal tear of the valved conduit. The patient had a peak gradient of 62 mmhg and a mean gradient of 34 mmhg. Physician made the decision to explant the valve and the valved conduit. The valved conduit was taken out in fragments. The valve was successfully replaced with another manufacturer's device. The devices were discarded by the hospital and will not be returned for analysis. No further adverse patient effects were reported and the patient is reported to be in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.